Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified no anomalies. The device could not be interrogated. Review of device memory found a shorted lead fault was recorded on (B)(6)2017. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient presented to the emergency room after receiving shock therapy. Upon interrogation a code displayed indicating that the shock impedance for the implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead was low and out of range. The rv shock impedance was less than 20 ohms. A revision procedure was performed where the rv lead was surgically abandoned and the ICD was explanted. Although the physician suspected the rv lead as the main cause, he replaced the ICD as a precautionary measure. A new rv lead and ICD were successfully implanted. No additional adverse patient effects were reported.